Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00279 & 3010536692-2016-00280.

Event description:
Allegedly the patient was revised due to infection and the following mom complications: he has had rising metal ion levels and pain (left).

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00279 & 3010536692-2016-00280.

Event description:
Allegedly, the patient was revised due to infection and the following mom complications: he has had rising metal ion levels and pain (left).